Event description:
The quattro catheter (lot # unknown) was utilized to provide ivtm therapy to a patient. The catheter had been inserted into the right femoral vein. About 16 hours after the initiation of the treatment, the 500-ml saline bag was noted as empty. No saline fluid was observed near the console or the patient, and no thermogard console alarm was activated. Zoll tech support suspected a catheter leak, advising the customer to consider catheter removal at the physician's discretion. The physician expressed interest in discontinuing therapy and transitioning to passive rewarming; however, due to shift change, the catheter remained in place. No consequences or impact to the patient.

Manufacturer narrative:
The quattro catheter involved in the reported complaint was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.